Event description:
It was reported, the epg (external pulse generator) was accidentally dropped, and the front and back covers were cracked. The epg was returned for repair. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the report that the device had been dropped. The upper and lower cases were broken. It was further noted that the device had been opened and disassembled before receipt and had to be reassembled to do testing. The battery contacts were compressed and the battery drawer contaminated and out of specification (locking tab was worn). The battery release and lead flex cover were also contaminated, and the ring cover, two side bail covers, ring and two side bails were missing.